Event description:
Clinical study. It was reported that 545 days after a coronary drug eluting stenting treatment procedure the pt required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 3.00mm, 99% stenosed, 16mm long portion of the 1st septal. The physician treated the lesion with direct stent placement using a 3.0 x 16mm taxus express2 study stent. Residual stenosis was 0%. There were no reported complications. The pt was discharged 3 days later on aspirin and plavix. Five hundred forty five days after the initial procedure the pt required a tvr and coronary artery bypass grafting (CABG) was performed bypassing the distal lad. In the opinion of the physician the relationship of the tvr to the taxus stent is unk. The pt was discharged 6 days later.

Manufacturer narrative:
The stent remains in the pt and the delivery device has been disposed, therefore no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.